Manufacturer narrative:
Updated fields: b3, b4, g4, g7, h2, h6, h10. A getinge service representative reported that the date of the event and aware date(g4) were on (B)(6) 2020.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced an autofill failure. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) as dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue. The stm changed the safety disk due to the cycle time then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced an autofill failure. There was no patient involved and no adverse event was reported.